Event description:
It was reported that during the implant attempt, the physician was unable to backload the wire through the lead. The physician was able to front load the wire, but could not pass the wire through the tip of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant.the analyst noted that the guidewire was not returned with the lead. Guidewire insertion test was performed using a sample in the rpa lab. Back load and front load guidewire through lead and the result was failed as the same as the physician's reported. Performed destructive analysis and found there was a guidewire fragment stuck in lead's distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.